Manufacturer narrative:
H10: the sample was received for evaluation with the original cap on the dark blue connector and the white twist clamp was in closed position. A visual inspection with the naked eye and magnification noted the female connector was separated from the light blue main body of the twist clamp. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence on the female connector indicating the insert chip was present during the assembly process. The insert chip most likely dislodged during disconnection. There was evidence of solvent inside the barrel of the main body of the twist clamp. Functional testing including leak, clear passage, clamp function, and integrity testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce minicap extended life pd transfer set had a connection issue, further described as ¿the screw connection was faulty at the connection port during set-up¿. This was further clarified as the dark blue part (female connector) separated from the light blue part (main body) of the twist clamp. This was observed while attempting to screw the connector onto the cassette for use in peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.